Event description:
The pharmacist for the facility reports that approx a year ago the compounder was boxed up and set in a basement to be returned for accuracy issues. He stated that all stations would overfill. He stated he based this on the visual inspections taken on the finished bags. He stated the bags frequently had no flow alarms on the water station and were unable tu use y-sites to attach two water bags at once to the water station. Additionally, he stated no alarms were received when the bags appeared to be overfilled. No reports of pt injury or medical intervention were received. No add'l info was available regarding the overfill situation.